Manufacturer narrative:
Device evaluation anticipated, but not yet completed.

Event description:
In 2008, a fem-pop bypass with a thin-walled fep ringed gore-tex stretch vascular graft with removable rings (lined) was performed. The bypass thrombosed within 2 days of implant. On two days later, a bypass thrombectomy was performed at the distal anastomosis. Bleeding was noted at the thrombectomy site where the thin-walled fep ringed gore-tex stretch vascular graft rings had been removed for introduction of the thrombectomy catheter. The graft was replaced with a new thin-walled fep ringed gore-tex stretch vascular graft. The pt is ok. Further investigation is pending.